Event description:
It was reported that the customer was hospitalized due to low blood glucose readings of 66 mg/dl. Customer reported falling and bumping his head prior to the hospitalization. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.